Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including power cycling, stress testing and full functionality testing without duplicating the report. The smart pneumatic board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.